Event description:
Affiliate reported that the surgeon had placed a surgical pattie within the pedicle of the pt. When the surgeon tried to remove the pattie, the sting became detached leaving the pattie within the pedicle. Surgeon was unable to remove pattie and thus left it insitu.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.